Event description:
On (B)(6) 2014, leica biosystems was notified that a user injured his right thumb while removing debris from the instrument. The customer states that a knife was still in the instrument and his thumb was cut due to the sharp edge on the blade. Medical treatment was necessary.